Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a uterine artery embolization procedure. Reportedly, after the starclose se clip was deployed, the device could not be removed from the patient. The safety release mechanism was activated but the device could not be removed. Force was used to remove the starclose se device. An x-ray was performed and showed the starclose se clip was not in the patient anatomy. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure due to the difficult removing the starclose se device. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy the clip could not be replicated as the device was returned in the deployed position. The reported retraction problem and difficulty removing the closure device could not be replicated in a testing environment as the they were based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appears to be related to procedure circumstance. It should be noted that the starclose instructions for use states: if resistance is met upon removal of the device, follow the steps to remove the device: locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator into the access ports, one at a time, to release the locking mechanism on the thumb advancer. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.